Event description:
It was reported that the patients mobile power unit (mpu) would alarm with a yellow wrench when connected with the patients controller. The mobile power unit was exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a ¿yellow wrench alarm on mpu¿ could not be confirmed with the returned mobile power unit serial # (B)(6). The returned mobile power unit was tested together with laboratory equipment and was found to function as intended. An unexpected yellow wrench alarm was unable to be reproduced. A root cause of the reported yellow wrench alarm could not be determined during the evaluation. Preventative maintenance was performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit serial # (B)(6) tracking information was unable to be located. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.